Event description:
It was reported that the right ventricular lead exhibited noise. Fluoroscopy revealed externalized conductors. A lead revision was performed. During the procedure, the physician had difficulty gaining access due to occlusion. The physician continued with attempted access and perforated the pericardium. The pocket was closed to allow the perforation to heal. The lead was successfully explanted and replaced at a later date. The patient was in good condition following the procedure.